Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 23.5 mmol/l and the sensor glucose was 10 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer did not return the product back for analysis.